Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the stimulator has moved from the center of their back to the side and evidently when their charging the implant, all the charging went to their hand, and they couldn't use their hand as their hand was painful. Pt mentioned they have been dealing with it for 2 months now and a couple weeks ago, they spoke to the rep, but they couldn't get a hold of the rep. Agent reviewed the role of rep and redirected to the doctor, but pt mentioned they don't have a managing doctor at the moment. Agent provided physicians listings over the phone and sent an email to the field team for visibility.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported it seemed like the stimulator had moved from the center of their back a little bit to the left and they were beginning to have problems with their hands. The 'treatment' (stimulation) was going into patient's hands. The patient stated they noticed the change about 2 weeks ago but they didn't think about it then, and this weekend they started to think about the issue. Pt had no falls/no trauma. Pt said they lost weight but before the ins was put in. Patient services reviewed with the patient that they could try changing groups. Patient said they were on group a. On the call patient used the controller and got 'no device found'. Instructed pt to plug in the recharger and go into passive recharge mode. Pt confirmed passive recharge mode numbers were good. Patient will continue with prm and then will try changing groups.